Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was powered on and the screen froze. The customer was unable to power down the device and needed to remove the ac power module to turn off the device. After the battery was removed and the ac power module plugged back in, the device passed the op check. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. The root cause of this issue is undetermined.